Event description:
Customer reported on a failure of bravo capsule to attach. They placed the capsule into pt's mouth and then the handle came apart. The capsule was still on the delivery system.

Manufacturer narrative:
No pt injury has occurred following this incident.